Manufacturer narrative:
Continuation of d10: product ID: ped2-500-12 (b423878). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the distal braid of the device would not open, and less than 50% of the device failed to open. Additionally, the ptfe sleeves did not allow for recapture of the device. The aneurysm was located in the internal carotid artery between the ophthalmic and posterior communicating artery, was unruptured, and had a saccular morphology with a maximum diameter of 5 millimeters and a neck diameter of 3 millimeters. The landing zone artery size was 3.84 millimeters distally and 5 millimeters proximally, with moderate vessel tortuosity. The device was removed from the patient, and a second device was successfully implanted.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic pouch. The pipeline flex shield was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete to open at distal as the pipeline flex shield braid ends fully opened and damaged. In addition, based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery¿ could not be confirmed as no defect were found with returned pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline would not go back/failed to recapture into the catheter. Resistance during recapture had occurred in the distal end of the catheter. Continuous saline flush was administered and maintained as indicated in the IFU. There were no damages to the pipeline pushwire and catheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline failure was not determined. There were no additional steps or other devices attempted to open the pipeline. It was reported that the phenom was okay.